Event description:
Dr. (B)(6) reported to sales manager (B)(4) that the femoral impactor triathlon failed to function during the first position of triathlon.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.